Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8 709sc lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient was ¿on the table¿. The pump had flipped multiple times to where the catheter was completely coiled in the patient¿s abdomen and was semi coiled in the back area and therefore, the health care provider ¿had to access everything¿. While in surgery, the pump was interrogated and the expected volume was indicated as 9.3ml while the actual residual volume was 17ml. The pump logs were checked and they did not indicate that a critical alarm or motor stall had occurred. It was confirmed, the ¿rotor was still spinning¿. It was reported the pump had flipped ¿in march timeframe, march/april¿. The pump was infusing morphine. It was later reported, the health care provider uncovered an occluded catheter because of the pump flipping which caused the excessive coiling. The catheter was revised and the dose was reduced. It was reported the patient was doing well.